Manufacturer narrative:
Follow up #1 submitted: 01/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad cover was intact without damage. On testing, all the keypad buttons were responsive per normal operation. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.